Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Our fse (field service engineer) was on site and investigated the reported issue. Before our fse was on site, the customer replaced the expiratory channel printed circuit board (pcb) due to leakage problem. However after the replacement, the ventilator alarmed for a technical error and still failed internal leakage tests. The fse found out that the cable to the expiratory channel connector pcb and expiratory valve coil were pinched/damaged by the user. Fse replaced the expiratory channel connector pcb and expiratory valve coil then the ventilator passed all functional and safety checks and was returned to clinical use. We have not received any part for our investigation because the parts were disposed by the customer. Evaluation of the received logs confirm the presence of the reported technical alarms and the internal leakage test failure. The repeated internal leakage test failure was due to the pinched wire to the expiratory valve coil. The pinched cables/wires are attributed to the user. The root cause of the reported technical alarm issue was a pinched cable to the expiratory channel pcb.

Event description:
Importer ref. #: cc-cpl-2018-02098. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The date that was entered was incorrect. The awareness date of the reported issue in this report was 01/15/2019. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator displayed a technical error which indicates a communication or an expiratory channel failure during start up. There was no patient involvement. (B)(4).